Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. No screen scrolling up noted. Unit had cracked battery tube threads , broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 180 mg/dl. The customer stated that she does not recall any significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.